Event description:
It was reported that following a urethral bulking procedure, the pt has experienced significant/ongoing pain with a pinching, burning sensation for ten days. The pt was very tender on examination. No inflammation was noted, only two small bleps were found which were determined to be the implant material. The white count is normal. A cystoscopy was performed and the dr retrieved the two pieces of material from the pt's bladder and the pt is currently doing well. No further complications have been reported.